Manufacturer narrative:
It was reported that "the workpiece (27040eb) exploded. One part was inside the patient and the other was outside, and the other part exploded. After the explosion, they had to change the equipment to continue the surgical procedure. Therefore, the medical procedure took about 40 minutes." It was furthermore confirmed that the procedure was completed successfully with a prolongation of 40 minutes and there were no adverse consequences for the patient. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the workpiece (27040eb) exploded. One part was inside the patient and the other was outside, and the other part exploded. After the explosion, they had to change the equipment to continue the surgical procedure. Therefore, the medical procedure took about 40 minutes." It was furthermore confirmed that the procedure was completed successfully with a prolongation of 40 minutes and there were no adverse consequences for the patient.

Manufacturer narrative:
Device evaluation: during investigation of the returned articles, it could be confirmed that the cause of the event was related to the bipolar high frequency cord (article uh801, lot: ym01). It was found that the cable is in very poor condition. The cable has burnt through at the bend protection on the instrument side. Furthermore, there is a strong residue of some kind of liquid at this point. In addition, the connection point on the instrument side is also heavily contaminated by some kind of residue. Based on the investigation findings it is concluded that the most probable root cause is that the cable was exposed to strong mechanical forces after the kink protection, causing the electrical resistance at this point to increase significantly. When the hf voltage was activated, the high electrical resistance at this point caused a significant increase in temperature, which caused the cable to burn out. The application cycles of the cable could no longer be read due to a defective rfid chip in the cable. However, based on the visual appearance of the cable it is concluded that it had already been used very often. The event is filed under internal karl storz complaint ID: (B)(4).